Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after a bolus delivery and alarm could not be cleared. Blood glucose value was 4.2 mmol/l. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer would contact the local representative for options on upgrading the insulin pump.